Event description:
Reported via clinical study. It was reported that the patient experienced right arm and leg weakness. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient was admitted to the hospital on (B)(6) 2026 with reports of right arm and leg weakness associated with fall and unsteadiness. The suspected cause is a stroke related to atrial fibrillation and laa closure leak. A chest x-ray performed on (B)(6) 2026 ruled out pleural effusion. The computed tomography (CT) scan of the head without contrast revealed mild-to-moderate cerebral volume loss with no CT evidence of acute ischemia and no hemorrhage, mass, or suspicious extra-axial fluid collection. The patient was unable to obtain a magnetic resonance imaging (MRI) due to pacemaker leads. The patient was started on a 21-day course of plavix 75mg daily. The patient was discharged home on (B)(6) 2026 with plans for outpatient physical therapy. During the one-year follow-up visit, the patient reported that continues to have slight right-hand numbness that continues to improve and the right foot tingling has completely resolved.